Manufacturer narrative:
Open book and critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unit also received with cracked belt clip rails.

Event description:
The customer reported via phone call that clip was wedged in the insulin pump. Blood glucose was 267 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.